Event description:
Reporter indicated that during a new vns therapy implant procedure "the green suture thread came out of the lead." Lead was not implanted and was sent back to MFR for product analysis. Analysis revealed that the lead was MFR in such a way that the suture was captured in the helices, but not fully encapsulated with elastomer. As a result, the suture may have become detached from the electrode.

Manufacturer narrative:
Conclusion: device malfunction occurred, but did not cause or contribute to a death or serious injury.